Event description:
The customer reported the system had an overload fault and locked up. The system had to be rebooted to continue. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.